Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturing report number: 3006705815-2020-00079. It was reported that the patient's permanent scs implant on (B)(6) 2019 was abandoned because the physician was unable to access the proper area within the epidural space.